Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the flow was giving erratic readings on the electronic pt gas system (epgs). An error message occurred "service gas system"; then gas flow went up to 10 lpm, down to 1 lpm, then fluctuated up and down. The perfusionist used the manual knobs at the base of the unit and continued with the case. The epgs was taken out of service and was replaced with another epgs after the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.